Manufacturer narrative:
D10 concomitant product: 18875 18875 7.5mm taperguard evac trachealx1 lot# 24d0264jzx medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the endotracheal tube was about to be changed to the patient, the new endotracheal tube that would be placed in was tested and found that the cuff leaked air. It was reported that a total of two tubes were tested prior to use having the same issue. The tube was replaced. There was no patient injury.